Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged and the battery subsequently charges slowly. Customer's blood glucose level ranged from 60-200 mg/dl. Although requested, the customer declined troubleshooting from tandem technical support.